Manufacturer narrative:
The ge service rep removed and replaced power control pcb. System functions as intended.

Event description:
The customer reported the power control pcb failed. No pt injury was reported.